Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during laser-assisted cataract surgery, a capsular tear was noted at the 9 and 10 o'clock position in the left eye. No medical intervention was required. The surgeon noted that it was difficult to dilate the patient's eye, but it was well dilated during the procedure. No further info is expected.